Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient stated he woke up nauseated and then started vomiting for the remainder of the day. He stated that his cgm and bg values were ¿way off¿ throughout the day. He could not recall the specific cgm and bg values but stated they would be 100 points different. He recalibrated the g6, the cgm and bg values would be closer for a while and then become inaccurate. He stated that his blood glucose was elevated throughout the day and he continued to treat himself with insulin but could not lower his blood glucose. The highest cgm value he could recall was 325 mg/dl, but his glucometer stopped working in the afternoon because the battery died. That evening, he went to the hospital because he was not feeling any better and his bg was 730 mg/dl. He was admitted to the intensive care unit (ICU), treated with IV fluids, IV insulin, unspecified medications, abdominal x-ray and electrocardiogram (ECG) and discharged four days later. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.